Manufacturer narrative:
Updated block.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) placed the customer oxygen (o2) sensor into a lab use only electronic patient gas system (epgs). He observed the epgs to pass calibration and track the fraction of inspired oxygen (fio2) within expected release testing tolerances. An additional calibration following the fio2 tests was successful. Per data log analysis, on (B)(6) 2020, each time calibration was attempted it failed with an 'o2 sensor out of calib' mesage (o2 sensor value = 0). The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per a note from the perfusionist, the fraction of inspired oxygen (fio2) was set to 100%, then calibrated. When the fio2 was set to 40%, the central control monitor (ccm) read 30%. Fio2 was set to 100% and recalibrated and the same issue occurred again. The unit was restarted and then an o2 calibration failure message was displayed. Per the field service representative (fsr), he verified that the epgs would not pass calibration. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) sensor would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.